Event description:
It has been identified that (B)(4) laboratories has potential mold growth is identified lot numbers. All lot numbers identified and pulled from stock. No patient adverse events are known from this product at this time.